Manufacturer narrative:
Product development investigation: the coupling screw is in good condition with the proximal and distal threads appearing undamaged. There is no damage or deformation to indicate a loss in function. This complaint event is caused by the manufacturing defect of the helical blade impactor. The returned impactor has a manufacturing defect of the central cannula. It appears that the full length was not completely drilled out, leaving a thin ring of metal which prevents any coupling screw from passing through. This issue is not associated with a flawed design. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 19. Oct. 2015 part# 03.037.026, lot# 9692564. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during central processing in preparation for a procedure that the helical blade connecting screw would not go through the helical blade inserter. Upon visual inspection of the cannulation of the helical blade inserter, there appeared to be something visibly inside. The reporter used the helical blade connecting screw in an attempt to remove the object inside of the cannulation to no avail. The reporter then attempted to remove the obstruction through the use of the protection sleeve as a mallet in attempting to pass the helical blade connecting screw through the helical blade inserter. This resulted in the handle of the protection sleeve becoming damaged. The reporter confirmed that the incident took place ¿long before¿ the start of the procedure. The patient was neither anesthetized nor being prepped for a procedure. There is no surgeon involvement as there was no surgery and no patient because the problem was discovered in a field inventory inspection. No contact information to provide. This complaint involves 1 device. This report is 3 of 3 for (B)(4).